Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the infusion set was changed to address occlusion. Customer also reported that when inserting needle into cartridge during the loading process, it was thought that the needle may have punctured the interior bag. Customer loaded a new cartridge and insulin therapy was resumed. Customer's blood glucose (bg) was 200-300s mg/dl.